Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product eval can be performed. Relevant portions of the device history record were reviewed. Finished good product as well as the suture component these were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection process. No inventory available for the finished good lot reported. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. (B)(4). Item number: sxpd2b202 stratafix spiral pdo knotless tissue control device 20s-8 #2 pdo 36x36, lot me01710.

Event description:
It was reported that "patient came back to the operating room over the weekend and the suture that was used in the joint capsule was unraveled upon inspection. The surgeon used ethibond. Patient was returned to the operating room." (B)(4).